Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6), USA has been used as a default. The initial reporter also notified the FDA on 13 april, 2020. Medwatch report # (B)(4). Report source other: medwatch report. Date received by manufacturer: bd was initially made aware of this complaint on 2020-02-19. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2020-09-23 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. (B)(4). Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two opened packages and one catheter adapter assembly with traces of blood/media in tubing and inside the adaptor. Through the investigation, a flush of the device was performed using the syringe. The dried media in the catheter tubing was purged from the device and some media from the adapter broke loose. The actuator and septum were removed from the device. The actuator and septum were microscopically inspected for any damage or defects. No damage or defects were observed. The defect as stated in the report was not confirmed based on evaluation of the returned unit. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control feature was not working. This was discovered during use. The following information was provided by the initial reporter: material no.: 382523 batch no.: 9337326. It was reported the tech did a direct connect to the machine during a procedure and saw the reflux come back in into the connector and into the tubing that connects directly to the machine. During procedure for breast biopsy, the insyte bc 22g was started in the ac. The tech started and checked it was working. She did a direct connect to the machine (no extension tubing used)just the ICU medical needless connector to the insyte. She saw the reflux come back into the connector and into the tubing that connects directly to the machine.